Event description:
A customer reported the footswitch would not respond during setup. The system was switched out and all cases were completed. There was no patient involvement.

Manufacturer narrative:
The facility has ordered a new footswitch and cable. Technical support services (tss) advised the facility when the new footpedal and cable arrive, try replacing the cable first and if that fixes the problem to send the new footswitch back as it would not be needed. The footswitch has since been received and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).